Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic after experiencing pectoral stimulation. Upon device interrogation, the patient's right ventricular lead exhibited a polarity switch due to low pacing impedance values. A chest x-ray was performed and an insulation breach was confirmed. Programming changes were made on (B)(6) 2020 and on (B)(6) 2020 the lead was capped and replaced. The patient's condition was stable before, during, and after the procedure.